Event description:
It was reported that the system would not display a usable image. No pt injury or death was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos software parameters were reloaded. The system was tested and found to be working as intended and returned to service.